Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that according to the customer's parent, the customer experienced a high blood glucose of almost 500 mg/dl. It was indicated that the customer's physician was contacted and tests were performed on the insulin pump, which resulted in the insulin pump being, ok. There was no further information provided. There was also no indication of the insulin pump returning for analysis.